Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp), one 21 joule shock and one 41 joule shock for what appeared to be atrial driven arrhythmia with rapid ventricular response (rvr). Technical services (ts) was unable to determine if atrial arrhythmia was present. The patient was on treadmill at the time of therapy. Therapy was unable to convert the rhythm. Device appeared to be functioning as programmed. This device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.